Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2013, due to unsatisfactory clinical outcome for unknown reasons. No further information has been received.